Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported that the device had a vertical blue line across the screen. It is unk if the device is able to engage in pt monitoring. There are no known impact or consequence to the pt.